Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device - not in tube;") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced the first episode of dyspareunia ("dyspareunia (painful sexual intercourse);") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping);"). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain / abdominal cramping"), the second episode of dyspareunia ("pain during intercourse"), weight fluctuation ("weight fluctuations"), arthralgia ("hip pain"), uterine pain ("uterine pain") and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen and surgery (to remove essure). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain lower, the last episode of dyspareunia, migraine, fatigue, weight fluctuation, headache, dysmenorrhoea, weight increased, arthralgia, uterine pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, device dislocation, dysmenorrhoea, fatigue, headache, migraine, pelvic pain, uterine pain, weight fluctuation, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: confirmed full occlusion and proper placement total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-may-2019: new pfs received - new events added: headaches; migration of essure device - not in tube; dysmenorrhea (cramping); dyspareunia , weight gain, hip pain , abdominal pain and uterine pain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device - not in tube;') and fallopian tube perforation ('fallopian tube perforation') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted.in (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/pain during intercourse") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping);"). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 9 months 16 days after insertion of essure. In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain / abdominal cramping"), weight fluctuation ("weight fluctuations"), arthralgia ("hip pain"), uterine pain ("uterine pain") and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen and surgery (to remove essure). At the time of the report, the device dislocation, fallopian tube perforation, pelvic pain, abdominal pain lower, dyspareunia, migraine, fatigue, weight fluctuation, headache, dysmenorrhoea, weight increased, arthralgia, uterine pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, migraine, pelvic pain, uterine pain, weight fluctuation and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. Date(s) of insertion: (B)(6) 2015 (discrepancy as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: confirmed full occlusion and proper placement total bilateral occlusion. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Events : perforation: fallopian tubes were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.